Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and went into an unconscious state. The customer reported blood glucose value of 46 mg/dl. Hypoglycemic event and loss of consciousness was treated with glucose/carb intake and emergency room visit. The event involved product(s) mmt-7020la, mmt-399a, mmt-1880l, mmt-332a. Troubleshooting was performed for hypoglycemic event, customer reported insulin pump in use leading up to the hospitalization and confirmed time & date anomaly with insulin pump. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for mmt-399a. No product return is required for mmt-1880l. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 135 pounds to 0 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Additional information has been received regarding customer name change which was not included in the initial report. So, the correct customer name as per new additional information is (B)(6) which is updated in section e1. Also, additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2024 to (B)(6) 2025 as per new additional information and which is updated in section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.